Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr gss sheath was received for returned for product evaluation. The sheath was subject to visual analysis. No abnormalities were seen on the sheath. The 3wsc was not attached to the side tube. The edge of the side tube was closely examined. No glue residue was observed on the end of the side tube. The complaint can be confirmed for 3wsc separation based on the condition of the returned device. The likely cause is that the 3wsc was not glued to the side tube, so when some force was applied on the 3wsc it was able to detach from the side tube. Non-conformances (nc) was opened to address the missing adhesion between the side tube and 3wsc.

Manufacturer narrative:
Patient identifier: requested, not available due to hippa. Age & date of birth: requested, not available due to hippa patient sex: requested, not available due to hippa weight: requested, not available due to hippa. Ethnicity: requested, not available due to hippa. Race: requested, not available due to hippa. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: rcis. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been received yet for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the glidesheath slender device involved stopcock fell off the sheath at the end of the procedure. The physician immediately used a hemostat to stop bleeding from side arm as a replacement for the lost stopcock. The blood loss was minimal and not a concern to the physician. Tomer concerned the entire lot may not be safe and requested replacement of 2 total boxes. Patient was in fine condition. Procedure outcome was successfully. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. Additional information was received on (B)(6) 2023: procedure performed was a right radial cardiac cath.